Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented for a normal device changeout. Upon review, the right ventricular lead caused pectoral stimulation with patient arm movements. All lead values were stable. During the procedure, the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.